Event description:
Fracture at the tibial end of the absorber was observed on x-ray. No further treatment has been reported at this time.

Manufacturer narrative:
The root cause is a supplier error. An incorrect drill was used resulting in an inaccurate drill point angle and reduced material thickness. This might increase the risk of implant fracture in one lot where the supplier error occurred. A follow-up report will be submitted if any significant new information is obtained.